Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) monitor was fault. It was replaced. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the power button of the mobile view station (mvs) monitor was broken. The monitor had not powered on after starting the mvs and this event had occurred several times. No patient present.

Manufacturer narrative:
Additional information: analysis of the replaced monitor was completed and the results submitted under MDR 1723170-2018-03488 sequence 1. If information is provided in the future, a supplemental report will be issued.